Manufacturer narrative:
The original complaint referenced a squeak noise coming from the pump of an ht70 ventilator. An investigation of the returned device found that both pairs of linear bearings had been rusted out and blown out. (B)(4).

Event description:
Covidien received information stating that during patient use there was a squeaking noise from the pump. There was no medical intervention or adverse patient event reported.

Manufacturer narrative:
(B)(4)